Event description:
Pt had device explanted due to band slippage. This is same pt and same device previously reported. Second file created for second intervention on a different event than that previously reported.